Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 5x150mm armada 18 balloon dilation catheter (bdc), a balloon leak was noted. Therefore, the bdc was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.